Event description:
It was reported that the patient sustained a vf arrest on at home. The device delivered a total of ten therapies without converting the vf. An alert for charge time limit reached was observed. The patient was transported to the hospital but suffered permanent brain injury and expired the next day. The physician believes the device's inability to convert the vf was due to the patient having had high defibrillation thresholds.

Manufacturer narrative:
No medwatch form was received.